Event description:
As reported, when preparing to remove a 6f 11cm avanti plus trans-radial catheter sheath introducer (csi) from the patient, the connection side spontaneously detached, causing bleeding. Emergency hemostasis was applied, and no serious adverse events occurred. There were no reported injuries to the patient. This was after a coronary angiography procedure in which the avanti plus csi kit was used for access. Additional information was requested but was not provided. The device was not returned as expected. The hospital reported this case as an adverse event to the china nmpa directly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d10, g3, g6, h1, h2, h3, h6, and h11. A review of the manufacturing documentation associated with lot 18358628 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when preparing to remove a 6f 11cm avanti plus trans-radial catheter sheath introducer (csi) from the patient, the connection side spontaneously detached, causing bleeding. The separated portion of the avanti sheath was able to be removed easily from the patient and emergency hemostasis was applied via an unknown compression device. No serious adverse events occurred and there were no reported injuries to the patient. This was after a coronary angiography procedure in which the avanti plus csi kit was used for access. The device was stored and prepped per the instructions for use (IFU). The sheath cannula was not kinked or bent at any point during its use. There was no difficulty experienced when trying to remove the avanti csi. There was no evidence of radial artery spasm during the procedure. The device was not returned as expected. The hospital reported this case as an adverse event to the (B)(6) directly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when preparing to remove a 6f 11cm avanti plus trans-radial catheter sheath introducer (csi) from the patient, the connection side spontaneously detached, causing bleeding. The separated portion of the avanti sheath was able to be removed easily from the patient and emergency hemostasis was applied via an unknown compression device. No serious adverse events occurred and there were no reported injuries to the patient. This was after a coronary angiography procedure in which the avanti plus csi kit was used for access. The device was stored and prepped per the instructions for use (IFU). The sheath cannula was not kinked or bent at any point during its use. There was no difficulty experienced when trying to remove the avanti csi. There was no evidence of radial artery spasm during the procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18358628 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " hemostasis valve/hub separated" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The exact cause could not be determined. Factors such as vessel anatomy, user handling, and concomitant devices could be a contributing factor additional force and manipulation of the catheter sheath introducer (csi) while in the vessel may have also been a contributing factor the reported event. Friction from multiple concomitant devices may cause wear on the sheath that may have led to the reported event. Vessel characteristics, such as acute/severe angles/tortuosity may also contribute to such event, as these can lead to resistance upon insertion (which was not specified) and cause buckling of the sheath material. As per the instructions for use (IFU), during insertion of the sheath, it should be grasped close to the skin to prevent buckling. To avoid damage to the sheath tip, do not withdraw the dilator until the csi is in vessel. Hold the sheath in place when inserting, positioning, or removing any catheters. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.